Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor and meter, and a large ketone level identified as dangerous; cause was unknown. Bg was addressed via a manual injection, supply change, and consumption of fluids. The customer was instructed to consult with healthcare provider regarding bg level.